Manufacturer narrative:
E1 establishment full name: (B)(6). The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure due to damage or deterioration of electrical parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited halation, noisy, and flickering image issues during inspection for use. There was no report of patient involvement.